Manufacturer narrative:
Additional information indicates the device was prepped with nominal volume. The commander delivery system was returned to edwards lifesciences for evaluation fully inserted through the sheath, locked at default position with 1/3 of fine adjust used. The delivery system was inserted through the full loader assembly with no flex used. Imagery was provided by the complaint site and there was no calcification observed at native annulus. The returned delivery system was visually inspected for abnormalities. The distal portion of the burst balloon hung over the sheath distal tip, and partially bunched over the nose tip. There was a radial and longitudinal tear on balloon. There were slight flex tip gouges observed. No missing pieces of balloon were observed. The spring was slightly stretched on the proximal side. The sheath was fully expanded as intended, and slightly bent. There was minor damage on the soft tip. No relevant functional testing could be performed due to the condition of the returned devices. The complaint was confirmed through visual inspection. Dimensional inspection balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. Measurements taken of the balloon met specification. A lot history review of the related work order was performed and revealed no additional complaints for the related events. The work orders related to the manufacturing of the devices and components that could potentially contributed to the complaint. None of the other work orders above revealed any issues that may have contributed to the reported event. A review of complaint history from february 2019 to january 2020 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the balloon burst code. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The complaints were confirmed, but no potential manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the root causes were related to that detailed in a technical summary written by edwards lifesciences. The technical summary found that patient factors (i.e. Annular, stj, or leaflet calcification), can present a challenging anatomy for balloon inflation and can compromise the structure of the balloon wall even at low inflation pressures. The review of complaint data found that the complaint rate did not exceed the january 2020 control limit for the related trend category. A review of complaint history from february 2019 to january 2020 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for withdrawal difficulty. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The complaints were confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that patient factor and/or procedural factors may have contributed to the complaint events. A review of the complaint history revealed that the complaint occurrence rate did not exceed the january 2020 control limit for the trend category of ¿withdrawal difficulty¿. During the manufacturing process, multiple 100% visual inspections and tests are performed throughout the process. Additionally, the work order underwent product verification testing as a requirement for lot release. Of note, no failures occurred during product verification testing and the lot was released. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Instructions for use (IFU), system preparation manual and were reviewed for instructions or guidance for proper use of the commander delivery system. Per the IFU and training manuals in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Warning: to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Engage the balloon lock. Use the fine adjustment wheel to position the valve between the valve alignment markers. Caution: do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. The procedural training manual provides additional considerations during valve deployment: slow inflation during initial deployment may help with stability of the delivery system and thv during deployment, if considered, reposition only at the very early stage of deployment, do not exceed 20 seconds for inflation and deflation of the delivery system, always maintain control of the plunger of inflation device when releasing it and never lock the inflation device during bav or thv deployment. Note that failure to use slow, controlled inflation and prescribed nominal inflation volumes may result in balloon rupture, and lead to patient death or serious injuries associated with difficulty retrieving the delivery system and surgical intervention. If delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force. Take care when removing the delivery system through the tip of the sheath. Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system. No IFU/ training deficiencies were identified. The complaints were confirmed from visual inspection of the returned device. No manufacturing non-conformance was not identified during the evaluation. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, ¿there was a -75 degree root angle¿ and ¿flex catheter was slightly off centered to valve frame after alignment¿. The high angle of root and non-coaxial of flex catheter would potentially create an acute angle between surface of inflation balloon and apices of thv frame. Once the balloon was inflated, the surface of inflation balloon would increase the stress to against the apices, subsequently, the balloon was ruptured. The non-coaxial position of the flex catheter was possibly caused by the high root angle. As such, available information suggests the patient factors (high root angle) and/or procedural factors (non-coaxial position of flex catheter) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Based on the visual inspection of returned device and confirmation of balloon burst, the withdrawal difficulty was contributed to by the balloon burst. Per visual inspection, it evidenced that the balloon was stuck at the distal tip of sheath, and it was resulting in delivery system withdrawal difficulty through the sheath. As such, available information suggests procedural factors (retrieval of burst balloon) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect was identified, no corrective/preventative actions are required. Since no product non-conformances or labeling/IFU/training deficiencies were identified, and the occurrence rates did not exceed the applicable trend category control limits, a product risk assessment (pra) is not required. The complaints were confirmed. No manufacturing non-conformances were found during evaluation. Available information suggests the patient factors (high angle of root) and/or procedural factors (non-coaxial of flex catheter) may have contributed to the balloon burst. A definitive root cause was unable to be determined. Available information suggests procedural factors (retrieval of burst balloon) may have contributed to the withdrawal difficulty. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed january 2020 control limits for the applicable trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), the 26mm commander balloon ruptured during valve deployment. The 26mm sapien 3 valve was fully deployed, with no paravalvular leak (pvl). There was no significant tortuosity noted in the iliofemoral's. There was a ¿-75 degree root angle¿. The delivery system was prepped with nominal volume. Alignment was performed as intended. Diving was not noted but flex catheter was slightly off centered to valve frame after alignment. The device navigated the arch without issues. There was no calcification was noted in the annulus, left ventricle outflow track (lvot) or sinotubular junction (stj). The valve was deployed in usual form. Full inflation was completed but the balloon was noted to rupture on count of 1. The delivery system met resistance when attempting to pull into sheath. The esheath and delivery system were removed as a unit with the balloon/nosecone outside of the esheath. A non-edwards sheath was inserted; an angiogram was performed. There was no complication to the patient.